Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. Investigation results no product returned, DHR check completed with (B)(4): mc2 staff confirmed that no issues were detected all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the claimed instrument possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: ¿ indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined.

Event description:
In this event it is reported that an eddy irrigation tip broke during use. No injury occurred.